Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing at the antrum during a laparoscopic sleeve gastrectomy procedure, there was an incomplete st aple line in the distal part. The surgeon used another stapler to fix the staple line and complete the case.